Event description:
It was reported that during troubleshooting for the unrelated alarm, the home patient (hp) decided to do a manual exchange by disconnecting the heater bag, hanging it on a pole, attaching the patient line extension to it and then connecting self to the patient line extension. The manual exchange went extremely slow. The technical service representative (tsr) explained to the hp that the hp cannot do a manual fill using the hc bag. The tsr advised the hp to end the therapy and star it over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error, reuse of single-use product, where the home patient (hp) disconnected the homechoice (hc) heater bag and used it to do a manual fill. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.